Event description:
It was reported that the 9600 system had lines in the image on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The dc voltage was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.